Event description:
It was reported that on 28may2026 at approximately 8:30 a.m., a balloon foley catheter was placed in a patient at rfca. Locking fluid was administered, and urine flow was confirmed. Later, after the patient was transferred to a wheelchair to be investigated, it was discovered that the balloon catheter had come out. Therefore, the implementation of reinsertion was carried out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.